Event description:
The customer reported the generation of false high ion selective electrode (ise) patient results for sodium (na) and potassium (k) on their au480 chemistry analyzer. The high patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified defectives ise sample d-pot and ise buffer valve. Fse replaced the ise sample d-pot and the ise buffer valve to resolve the issue. Information not provided by customer. Phone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).